Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the hospital reported that when the surgeon opened the prowler select plus microcatheter (606s255x/17006891) it was noted that there was a kink at the catheter. The patient had vertebral artery aneurysm with size 7.2 x 4.8 x 4.1 mm. Another microcatheter (details unknown) was used. During the surgery, when the deltapaq cerecyte coil (cdf10015430/c25591) was advanced into the microcatheter (details unknown), the microcatheter offset at the target lesion. The surgeon tried again but still had same problem. Finally the surgeon changed to an axium 1.5mmx4cm coil (details unknown) to complete the surgery, there was no report on patient injury. The products were available for return at initial contact. There was no clinically significant delay due to the issue. It is unknown where the kink was on the microcatheter. The microcatheter was stored in the surgery room. It is noted that when positioning the coil at the aneurysm site the coil did not conform to the aneurysm walls. There was no difficulty withdrawing the coil.

Manufacturer narrative:
The proximal end of the coil has two sections of compression and buckling damage. The distal section is undamaged. Located at the distal tip of the skive, the core wire protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site that resulted in an opened skive. The coil¿s socket ring has been pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and a portion of the sheath is visible protruding through the fracture. The locking mechanism has compression and stretching damage. No manufacturing defects were found. There are two possible contributing factors to the microcatheter¿s becoming offset at the target site and for the coil not conforming to the aneurysm walls. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the microcatheter becoming offset to the target and the coil not conforming to the aneurysm walls may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have pushed the microcatheter away from the target site, pushed the coil¿s socket ring down inside the outer sheath, and may have caused a portion of coil damage which would have caused a section of the coil to not conform to the aneurysm walls. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure it cannot be determined if these components contributed to the complaint event. The secondary, but equally important contributing factor may have been due to distal interference. This unknown source of interference may have caused the microcatheter to move and for the coils inability to conform to the aneurysm wall. While the exact source of this interference cannot be determined, it is possible that this interference may have been caused by the coils already dwelling inside the aneurysm (if previously placed), on itself, or from the distal tip of the unidentified microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device the failure reported by the customer is plausible, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.